Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was 160 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was reported on april 25th, 2023, indicating that the battery depleting quickly could not be confirmed, and no anomaly with the battery could be found in the pump history. The pump was in working condition and turned on and charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.